Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. Product ID: 8598a, serial# :(B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter .other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 12-feb-2010, UDI#:(B)(4), product ID: 8598a, serial/lot #: (B)(4), ubd: 02-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (25,000 mcg/ml at 9508 mcg/day) and bupivacaine (5 mg/ml at 1.9016 mg/day via an implanted pump. (B)(6) 2020 the patient was scheduled for a pump replacement due to eri (elective replacement indicator) and prophylactic replacement of the catheter. In preop, the patient mentioned he was having some return of pain symptoms. During the procedure, the hcp was unable to aspirate from the catheter. The cause of the issue was undetermined. Following the pump and catheter replacement procedure, the pump doses were reduced to fentanyl (4748 mcg/day) and bupivacaine (0.9496 mg/day). The issue was reported to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.